Event description:
The stent failed to deploy, we used another stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence received the following information on 26 mar 2025: what was the position of the elevator? N/a, open, closed details of the wire guide used (diameter, type, make)? Open. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no: yes. Did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no: yes. Please advise the anatomical location of the intended target site: common bile duct how long was the stent in the patient by the time this complaint occurred? About 1 min for devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. (If yes, how often was this completed?): n/a. What intervention (if any) was required? The stent was removed and replaced with a new one was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day: same procedure were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.): no was the product inspected for kinks or damage before use? N/a, yes, no: yes. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?):no. Was the directional button pressed during use? N/a, yes, no: yes. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? N/a, yes, no: yes. Was the yellow marker kept in view during deployment? N/a, yes, no: yes. What was the length and diameter of the stricture? 4cm x 10mm where was the stricture located in the body? Ampulla of vater was there resistance felt passing wire guide through stricture? N/a, yes, no: no was there resistance felt passing the evolution through stricture? N/a, yes, no: no was the stricture dilated before stent placement? N/a yes, no: no status of the device return? Returned in red bio-hazardous bag, intact, but for the deployment gun busted open at the seem.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2216936 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 26th march 2025. On evaluation of the device, the following was observed: visual inspection: safety wire in place, device returned in protective tubing, directional button in the deployed position, red shuttle is past the ponr, crumpling noted in the clear section approx. 15cm and 25cm, handle shell slightly separated. Functional inspection: unable to remove safety wire, handle actuating fine for deployment and recapture, unable to deploy stent. Handle opened to internally inspect device. All cogs of handle intact. Sheath tube separated from shuttle cap. The reported failure was observed. Lab re-evaluation: 22 may 2025. Visual inspection: kink noted approx. 15cm from the white tip. ((Ruler ipe-0402, calibration due jan2035). Functional inspection: n/a. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause of the deployment issue reported could be contributed to the torturous path causing a build-up of pressure and resulting in initial failure of flexor becoming kinked (crumpling) at clear section. It is possible that the kinked flexor and a build-up of pressure led to outer sheath separation from the shuttle cap. The handle shell slightly separating at the top which was observed during the lab could have contributed to being unable to deploy the stent. Additionally, a possible root cause could be attributed to the position of the elevator, it¿s possible that the flexor got pinched by the elevator creating a weak point and led to the deployment issue reported. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 12 jun 2025.